Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the patient right siderail was not staying in the up position and the auxiliary power cord was missing its ground prong. No patient involvement or adverse consequences are reported.